Event description:
It was reported there were low impedances on three electrode pairs. It was also reported all of the unipolar impedance measurements were 'normal' and within range but the bipolar impedance measurements were less than 250 ohms for contacts 8 and 9, 8 and 10, and 9 and 10. The healthcare provider reportedly visually inspected the leads before inserting them into the extensions but did not test them prior to insertion. It was reported the leads were dried off and inserted back into the connections and the results were the same. It was also reported the contacts were switched and the same three combinations had low impedances when placed in the other bore. The impedance measurements were reported to have been taken three times and the results were the same. It was also reported the healthcare provider thought the short was located at the intracranial area. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information stated the ¿left side were all within normal ranges of 1081-2692¿ ohms. Contacts 8 and 9, 8 and 10, and 9 and 10 had impedances of 95, 96, and 95 ohms respectively on the right side.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3387s-40, serial # unknown, product type lead; product ID 3387s-40, serial # unknown, product type lead. (B)(4).